Event description:
MFR's rep reported being present at an infusion system implant. After the catheter was placed into the intrathecal space, and prior to tunneling the catheter to the pump location, the physician noticed "micro tears" in catheter tubing. This was observed on 2 different catheters, "the csf was leaking." A third catheter was opened for implant. Further details have been requested and a follow up report will be sent when new info is rec'd. Further details have been requested and a follow up report will be sent when further info is received.